Event description:
Additional information was received. It was determined the shock impedance measurement was 136 ohms. A decision was made to leave this device and right ventricular lead implanted. No intervention was performed.

Event description:
Boston scientific received information that this device displayed a high out of range shock impedance measurement. It is unknown whether the right ventricular lead is a boston scientific product. The physician is aware of and further monitoring this issue. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.